Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2010, the patient underwent the primary surgery via tha for oa for the right hip joint with the s-rom-a stem in question. The surgery was completed successfully without any surgical delay. After surgery, the date is unknown, but it was confirmed that the s-rom-a stem in question was broken. Upon retrospective review, an x-ray taken around 7 years after the surgery showed a crack at the broken part of the product in question. However, since the patient is not currently complaining of any symptoms, surgery is not planned, and the patient is under follow-up observation. In addition, the cup used was a product of another company. No further information is available the product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment photo_pc-001661487_matsuda hospital (jo202410049). The x-ray investigation revealed that the srom 9/10 16x10x130 30 was fractured at the distal portion, confirming the reported allegation. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the srom 9/10 16x10x130 30 would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is not established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: srom 9/10 16x10x130 30 product code: 900529210 lot number: 2934430 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: srom 9/10 16x10x130 30 product code: 900529210 lot number: 2934430 and no non-conformances or manufacturing irregularities were identified. Added: d10.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2010, the patient underwent the primary surgery via tha for oa for the right hip joint with the s-rom-a stem in question. The surgery was completed successfully without any surgical delay. After surgery, the date is unknown, but it was confirmed that the s-rom-a stem in question was broken. Upon retrospective review, an x-ray taken around 7 years after the surgery showed a crack at the broken part of the product in question. However, since the patient is not currently complaining of any symptoms, surgery is not planned, and the patient is under follow-up observation. In addition, the cup used was a product of another company. No further information is available.